Event description:
Related manufacturer reference number: 2017865-2022-15284 and 2017865-2022-15285. It was reported that the patient's right ventricular(rv) lead exhibited over-sensed noise, high pacing impedance and high capture threshold. The patient presented to a lead revision procedure. During the procedure, while removing the rv lead, the right atrial(ra) and left ventricular(rv) leads were dislocated. The lv, rv and ra leads were explanted and replaced. The patient condition was stable post-procedure.

Manufacturer narrative:
The reported events were high pacing lead impedance, inadequate capture and oversensing noise. The reported events of high pacing lead impedance and inadequate capture were confirmed. As received, a partial lead was returned in two pieces. Visual inspection of the lead found calcification covering the ring electrode which is assumed to be the cause of the rise in the pacing lead impedance and inadequate capture as indicated on the device session records. The lead impedance test could not be performed due to as received procedural damage to the lead. The reported event of oversensing noise could not be confirmed. Electrical testing and x-ray examination did not find any indication of conductor fractures or internal shorts. Other damages found are consistent with procedural damage.